Event description:
It was reported by a healthcare professional that during an unknown procedure on (B)(6) 2022, it was observed that the expressew iii suture passer w/o hook device was not clamping all the way down. During in-house engineering evaluation, it was determined that the upper jaw on the device was loose. There were no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. According to the information provided, it was reported that during an unknown procedure, while using an expressew iii sutuer passer w/o hook, this was not clamping all the way down. Procedure was completed with no surgical delay or patient consequence. The complaint device was received and evaluated. Upon visual inspection, the device does not show any structural anomalies. Upon reviewing the upper jaw, it was found that is loose. When the trigger was fully depressed, the jaw cannot be closed completely. Due to the condition of the jaw, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the loose jaw can be attributed to procedural variables, such handling of the device or product interaction during procedure, a bigger portion of tissue may have been grabbed and forced the jaw to close, also, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a non-closing jaw, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Device history batch: null. Device history review: null.